Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an image quality issue with an el-18-4 model transducer during a breast biopsy. The customer was unable to identify the breast lesion due to the poor image quality produced by the transducer. The customer used another transducer to successfully complete the procedure. There was no injury associated with this event

Manufacturer narrative:
Evaluation of the returned el18-4 transducer confirmed the device had undergone physical damage. A thorough investigation of the device could not reproduce the reported image quality issue. However, inspection of the transducer revealed visible corrosion to the connector, and a 007 thermal circuit error was generated during diagnostic testing. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.